Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with skinvive¿ by juvéderm® in the neck, juvéderm® voluma¿ xc in the cheeks, and juvéderm® volux¿ xc in the jawline. At a later time, patient also received juvéderm® vollure¿ xc itno the lips. About two months later, patient did receive a covid booster vaccine. A few weeks later, patient began experiencing "non-inflammatory nodules" in the neck. These ultimately progressed with the nodules also in the jawline and cheeks. Patient is taking 40mg prednisone and 100mg doxycyline bid as treatment. There has not been improvement.